Manufacturer narrative:
A supplemental report is being submitted for additional information related to the patient outcome. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the patient was placed on hospice care following intracerebral hemorrhage (ich) which eventually lead to the patient's death.

Event description:
It was further reported that the patient had experienced an embolic cerebrovascular accident (cva) along with speech deficit and balance/walking difficulties. The patient was diagnosed with a brain computerized tomography (CT) and given anticoagulants.

Manufacturer narrative:
A supplemental report is being submitted for additional information and investigation completion. Additional information about event and patient history added to b5 and b7. Fdp code added to h6. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with right-sided weakness, speech deficits, and balance problems, which were determined to be due to an embolic cerebrovascular accident (cva). Of note, it was reported that the patient was not on anticoagulant medications at the time of the cva due to a history of significant gastrointestinal bleeding and the patient had several risk factors for stroke, including diabetes and a history of smoking. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the hvad instructions for use, neurological dysfunction is a known potential complication associated with the implantation of an hvad pump. There is no evidence that the patient had a history of neurological dysfunction events. Possible factors that may have led to this event include, but are not limited, to the stopping of the patient¿s anticoagulation or other issues related to the therapeutic use of anticoagulant and antiplatelet medications, the patient¿s pre-existing history and related comorbidities, and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device investigation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with right-sided weakness, speech deficits, and balance problems, which were determined to be due to an embolic cerebrovascular accident (cva). Of note, it was reported that the patient was not on anticoagulant medications at the time of the cva due to a history of significant gastrointestinal bleeding and the patient had several risk factors for stroke, including diabetes and a history of smoking. Additional information received indicated that the patient experienced an intracranial hemorrhage, was placed in hospice, and subsequently expired due to multisystem organ failure. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, multi-organ failure, and death are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of neurological dysfunction events. Possible factors that may have led to this event include, but are not limited, to the stopping of the patient¿s anticoagulation or other issues related to the therapeutic use of anticoagulant and antiplatelet medications, the patient¿s pre-existing history and related comorbidities, and the patient's complex post-operative course. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an intracranial hemorrhage and right sided weakness. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.